Event description:
While doing an embolization procedure the coil detached in the catheter without current applied to the coil. While trying to position the coil, it wouldn't advance through the catheter, then when he was pulling back to reposition the coil, it separated in the catheter. He was able to remove the whole system and ended the case without consequence to the pt.